Event description:
According to the report by a cryolife representative, the surgeon implanted the hero graft in patient e.p. On (B)(6) 2014. The case seemed to go well and the surgeon was happy with the outcome. The surgeon called the representative on (B)(6) 2015 asking if he had heard of any reports of bleeding at the arterial anastomosis site. The surgeon said the patient was having issues with bleeding near the area of the anastomosis. On two separate occasions he took the patient back to surgery to explore the area of concern. After "milking" the graft and examining the surrounding areas, he couldn't find any problems. The patient would go home and continue to have bleeding concerns and show back up in the ER. On (B)(6) 2014, the patient had bleeding concerns again and was planning to go to the hospital, but ended up dying before arrival.

Event description:
According to the report by a cryolife representative, the surgeon implanted the hero graft in patient (B)(6) on (B)(6) 2014. The case seemed to go well and the surgeon was happy with the outcome. The surgeon called the representative on (B)(6) 2015 asking if he had heard of any reports of bleeding at the arterial anastomosis site. The surgeon said the patient was having issues with bleeding near the area of the anastomosis. On two separate occasions he took the patient back to surgery to explore the area of concern. After "milking" the graft and examining the surrounding areas, he couldn't find any problems. The patient would go home and continue to have bleeding concerns and show back up in the emergency room on (B)(6) 2014, the patient had bleeding concerns again and was planning to go to the hospital, but ended up dying before arrival.

Manufacturer narrative:
According to the report by a cryolife representative, the surgeon implanted the hero graft in patient (B)(6) on (B)(6) 2014. The case seemed to go well and the surgeon was happy with the outcome. The surgeon called the representative on (B)(6) 2015 asking if he had heard of any reports of bleeding at the arterial anastomosis site. The surgeon said the patient was having issues with bleeding near the area of the anastomosis. On two separate occasions he took the patient back to surgery to explore the area of concern. After "milking" the graft and examining the surrounding areas, he couldn't find any problems. The patient would go home and continue to have bleeding concerns and show back up in the emergency room. On (B)(6) 2014, the patient had bleeding concerns again and was planning to go to the hospital, but ended up dying before arrival. The representative asked the hospital about the cause of death and indicated, "the nurse just spoke with the surgeon and he didn't see the patient and was told he bled out or hemorrhaged." The manufacturing records for lot h14av015 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed based on the available information. Thrombosis is the most common cause of vascular access dysfunction and a potential complication listed in the hero graft instructions for use (IFU). Gibson, et al., reports that a history of hemodialysis access thrombosis was associated with an 81% increase in risk of primary access failure and 2.56 times the risk of secondary failure. (B)(6) , et al., reports the loss of patency occurring as early as the first post-operative month which is similar to this reported event. As such, it is not unexpected that this patient experienced multiple thrombotic episodes, but it remains unclear as to the cause of the repeated thrombotic presentations (4 within a 4 week time frame). Per operative notes, all thrombectomies were successful with good venous back-bleeding as well as moderate arterial inflow. The notes reflect proper thrombectomy procedure as described in the thrombectomy guidelines inclusive of imaging to evaluate native vessel and hero flow. No obstructions were noted during any of the interventions, and as with the initial implant, the surgeon was unable to visualize the source of any active bleeding from the artery, arterial graft component (agc, hero 1002), or the anastomosis proper. All notes indicate hemostasis was achieved prior to wound closure. There are, however several items included in the notes that may have added to the propagation of the thrombus: during the implant procedure, it was noted that the venous outflow component (voc) was "clamped" after proper flushing and placement. No additional information is available regarding the type of clamp and/or the amount of force/impact there was on the voc. A plug is supplied with the accessory kit for the purpose of plugging the voc to stop back bleeding after the voc is implanted. It appears this was not done, and therefore it is plausible that the clamp may have deformed/crushed the voc causing flow disturbance that could, in fact, propagate thrombus formation. The notes from the (B)(6) 2014 intervention indicate that the brachial artery appeared necrotic and that additional arterial repair with teflon pledglets was performed during this operation. There is no additional mention of this observation in any subsequent interventions, so it is unclear if this may have contributed to the recurrence of the bleeding and/or thrombus at the anastomotic location. Additionally, the operative notes from (B)(6) 2014, indicate that a "pressure wrap" was placed over the incision. None of our labelling or thrombectomy guidelines indicate the type of dressing to apply after implant or intervention, albeit, it is very plausible that a pressure dressing could compress the site (artery or graft) wherein causing thrombus formation. It is also plausible that this compressive force in conjunction with the thrombus might have propagated the noted hemorrhaging. The hero graft IFU lists prosthesis failure, full occlusion of the prosthesis or vasculature and death as known potential complications. In the IFU's patient selection considerations it is noted, as with conventional grafts, hero graft may occlude in patients with: a small brachial artery (eg., ID less than 3 mm). Insufficient arterial inflow or inflow stenosis. A history of clotted accesses for unknown reasons. A coagulability disorder or medical condition that is associated with clotting (i.e., cancer). Insufficient anticoagulation or non-compliance with anticoagulation medication. Systemic low blood pressure or severe hypotension following fluid removal post dialysis. A kinked graft. Incomplete thrombus removal in previous interventions. Intra-graft stenosis at site of multiple punctures. An event such as mechanical compression (i.e., spring loaded hemostasis clamps). It is unknown if the patient was on any blood modifiers or blood pressure medication, and if they were compliant with the appropriate dosing prescription(s). The cause of death remains unknown, although dr. (B)(6) was apparently told the patient died of hemorrhage. Death, hematoma and bleeding are also listed in the IFU as potential intraoperative and post-operative complications. According to the available information a patient experienced bleeding from the arterial anastomotic site approximately two weeks post implant. At the initial reoperation on (B)(6) 2014, acute hemorrhage was noted at the brachial artery anastomosis. The artery appeared partially necrotic and required surgical repair. Thrombectomy of the graft was also required. The patient required two additional thrombectomy procedures on (B)(6) 2014 and (B)(6) 2014 with no noted bleeding at the conclusion of either procedure. The operative note for (B)(6) 2014 indicates that a "pressure wrap" was applied. The amount of applied pressure is unknown, however, if there was sufficient pressure to partially occlude the graft this would disrupt blood flow and likely lead to thrombus formation. The cause of the initial bleeding and thrombosis at the anastomosis is unknown, however, surgical technique cannot be excluded as a potential cause. In addition, improper surgical technique could have injured the brachial artery resulting in the partial necrosis noted on (B)(6) 2014. Although the cause of hemorrhage that led to the patient's death is unknown, there is currently no evidence to suggest that the hero device played a causal role in the reported events.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.